Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the testing failed indicating a battery issue. There was reportedly no patient involvement. Philips remote service engineer (rse) worked with the user and it was determined that this was a malfunction of the battery, in which a replacement was ordered. The device remains at the customer's site. No further action is warranted at this time.